Event description:
Patient taken to the angiography suite, under conscious sedation both femoral regions prepped and draped using sterile technique. Under ultrasound guidance access gained into the right femoral artery. When the peripheral atherectomy was being performed, the device punctured the artery.====================== health professional's impression======================unknown. It was noted that the angulation of the iliac bifurcation was a challenge during the procedure.